Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient underwent surgery on (B)(6) 2013 for debridement of tissue around the abutment site. The patient was administered lidiocane with epi (dosage not reported). The implanted device remains.